Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that a prophylactic replacement has been performed relative to the subject lead. The associated ICD and subject lead have been replaced.